Event description:
Customer reported performing comparison tests with the freestyle meter and results of 261 mg/dl and 116 mg/dl were given. The tests were reported to have been performed on the finger. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction. In addition to these readings, the customer reported receiving a reading of 199 mg/dl. The customer took insulin based on this reading. Within an hour, the customer began feeling low. A freestyle reading of 90 mg/dl was obtained. The customer had severe symptoms of hypoglycemia and passed out. A freestyle test read 70 mg/dl at that time. The customer was reported to have been exhibiting symptoms of much lower glucose. Family members treated the customer with juice and glucose tablets.